Event description:
Pt's pump was beeping last night while in use. She started to use backup pump. I asked pt to turn on pump. Pump seemed to be working but it did display message lec1310. Will replace pump. Requested psr scheduled pump for delivery tomorrow. Sn (B)(4). Pt to return old pump. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.